Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the customer experienced elevated blood glucose (bg) level 513 mg/dl). A correction bolus via the pump was delivered and insulin injection was administered to address elevated bg. Customer did not require any medical assistance and event did not result in any injury. Contact believed pump may not be delivering the appropriate amount of insulin. Pump system check was performed and pump history was reviewed. No infusion set cannula issues were identified. Pump was found to be performing as intended. Contact reported personal profiles have been recently changed and multiple infusion sets have been used; however, customer's bg remained elevated. Reportedly, customer continued to use pump for insulin therapy.